Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices for both malfunctions has been returned to the manufacturer for evaluation. For one malfunction, the investigation is confirmed for inflation and deflation issue, however, for another malfunction the investigation is unconfirmed for inflation and deflation. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq7588 pta dilatation catheter allegedly experienced difficult to inflate and deflation issue. This information was received from various sources. Both malfunctions involved patients with no consequences. Both patient's age, weight and gender were not provided.